Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: filter fell out of the vent on the drip chamber and fluid leaked out of the hole. Patient received full treatment. No injuries reported.